Event description:
It was reported that a revision surgery was performed due to breakage of the stem segment.

Event description:
It was reported that a revision surgery was performed due to breakage of the stem segment.